Event description:
A 50ml burette IV plum set was infusing pa fluid on patient. The nurse noticed IV fluid was leaking below the pump on the floor and it was then noted a section of tubing on the pump was not secured and the fluid was leaking out. The IV site remained intact. New fluids were ordered and there is no known patient harm. The exact lot number is not known, but existing lots in the facility at the time of the incident include 03-155-5h and 01-029-511. The hospira representative has responded to the facility and is currently assisting with the investigation.